Event description:
The patient was implanted with two leads from the same lot. It was reported the patient was no longer receiving stimulation. The patient underwent surgical intervention to remove an inoperable ipg (reference MFR. Report: 1627487-2015-26226) and during that procedure the leads were tested intraoperatively. Lead diagnostics showed multiple high impedances on the left lead and the patient did not have effective stimulation with the right lead. Both of the leads were explanted.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.